Manufacturer narrative:
Further investigation revealed that the incorrect device was reported on. The corrected device information has been added/corrected. The previous medwatch submitted (2017233-2015-00270) references the incorrect manufacturer site. The manufacturer ID for the device associated with this event is 3007284313.

Event description:
The physician reports that progression of the dissection caused the distal endoleak.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Please reference field for the results of the imaging evaluation. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 40mm in diameter and was implanted with three gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent endovascular intervention and coil embolization of the right internal iliac artery was performed and an additional gore® excluder® component was placed to extend coverage. The patient tolerated the procedure.